Event description:
It was reported the programmer gets stuck during boot up on language screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted up slowly to a white screen and then the please wait with different languages. After an extended period of time an error message eventually appeared on screen. Software was reloaded to resolve boot up issue. Analysis also found the keyboard hinge is broken and the rubber pads on lower case are worn. Upper case, upper hinge plate, and handle covers are scuffed up (cosmetic issue). Display flex cable has a damaged spot, however it does not seem to affect image. (B)(4)